Manufacturer narrative:
Method: complaint history analysis, DHR review, visual inspection, risk assessment. Results: this is the 7th complaint related to breakage of the slide button on this instrument. Previous investigations identified a large impaction force to be the cause of the breakage. The DHR of ths batch was also reviewed and no deviations were noted. The instrument was inspected and it was confirmed that the slide button detached from the handle of the instrument. The laser weld is broken which lead to the detachment of the button from the handle. The surgery itself was delayed approximately 10 minutes to retrieve the components that fell into the wound. All parts were located and removed with no adverse consequences. Conclusion: large impaction forces lead to the failure of the laser weld and the detachment of the button from the handle. Due to recurrence of complaints similar to this event a CAPA has been opened and is still in the investigative process.

Event description:
Bilateral disc removal was performed at the l5-s1 disc space. A significant and adequate amount of disc was removed. A 13mm trial was inserted. It was determine that a 13mm height and 31mm length spacer was sufficient. Spacer was inserted into disc space using the straight inserter. Upon adequate insertion, the cage was rotated per surgical technique. It was determined that further anterior placement was necessary. Surgeon used the navigator mallett to place spacer further anterior. After approximately 3-4 impaction, the gliding became disengaged and flew into the wound. It was removed, and approximately 10 minutes were wasted searching for the stainless steel ball and spring.